Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and sepsis. There were no additional adverse patient effects reported. Moreover, this pacemaker was reused for temporary pacing system and was explanted eventually during the implant of the new permanent system.